Event description:
It was reported, the liquid crystal display monitor had no image, reportedly due to a broken video cable connector. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. The user facility substituted the defective video cable with another video cable and the image was restored. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4 (serial number), h6 component code (remove 4733 - connector/coupler). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.